Manufacturer narrative:
Additional information sections: h6, h10 an event of leg pain, device embolization into the popliteal artery, and device explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 6mm amplatzer septal occluder was implanted with no reported complications. On (B)(6) 2021, the patient developed leg pain. Transthoracic echocardiogram (tte) was performed, which showed that the device embolized into the popliteal artery. Percutaneous retrieval of the device was attempted, however unsuccessful. On (B)(6) 2021, surgical removal was performed. The user alleged that the cause of the occluder embolizing was due to an undersized device. The patient was reported to be in stable condition.